Event description:
The customer called and reported noticing insulin in the reservoir chamber of customer's insulin pump. Customer noticed a leak when changing the reservoir. The customer's blood glucose was 398 mg/dl. It was discovered that a loose snap cap was the source of the leak. When the snap cap connected to the tubing connector, it was loose. The customer was advised the reservoir would be replaced and agreed to send the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.